Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a cut in the cuff balloon located where the cuff balloon is bonding with the shaft. The cut looks very precise as if it had been caused by a scalpel. No other analysis was performed. Based on the sample received, the leaking failure mode was confirmed. The unit did not work as expected due to the cut located in the cuff balloon. The root cause could be due to improper use of the product. No lot number was provided therefor a device history report (DHR) review could not be performed. No corrective actions are required since the main cause of the damaged problem is improper use of the product.

Manufacturer narrative:
D4: lot number, expiration date. And h4: manufacture date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that while the rn prepared to replace a trach. Using the patient's previously sterilized trach, balloon testing was not working. The water should be inflating the balloon. Instead, it was squirting down into the trach tube. Trach size: 3.5. No adverse patient effects were reported.